Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low troponin t hs stat result for one patient sample from a cobas e 411 immunoassay analyzer. The initial result was 24.35 pg/ml with a data flag and was reported outside the laboratory to the physician. The physician suspected the result as the result from a previous sample drawn four hours prior was around 2000 pg/ml. The sample was repeated and the result was 1843 pg/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 245180. The expiration date was requested but was not provided. The qc on the day of the event was acceptable. The investigation was unable to find a definitive root cause.